Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving the "apply sample" icon during testing. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event. The patient returned test strips to lifescan for evaluation. However, as the returned test strips had all been used, no product analysis could be performed.

Manufacturer narrative:
The patient returned test strips to lifescan for evaluation. However, as the returned test strips had all been used, no product analysis could be performed. No conclusions can be made at this time.